Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 07/10/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. No cracks or delamination was observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot #3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) appeared to not load properly. The physician claimed the heartstring didn¿t appear as it should prior to insertion so they didn¿t feel comfortable using it. No cracking or delamination of the device. Delay was minimal. They finished the case using a different device. No harm done.